Event description:
Per the clinic, the patient experienced a skin overgrowth and infection (pus) around the abutment site. Subsequently, the patient was treated with topical antibiotics (specific date and duration not reported) and the infection is cleared.